Manufacturer narrative:
Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, and the serious adverse events of pulmonary edema and a pericardial effusion, which warranted hospitalization. The etiology of the serious adverse events is unknown; therefore, causality could not be established. Pulmonary edema and pericardial effusions are well-known potential complications of the esrd process, and causality can often be attributed to several different internal and external factors such as, physiological changes, cardiac changes, dietary restrictions, access issues, comorbidities, mechanical issues, and/or membrane/transport failure. It should be noted that a lack of clinical follow-up precluded a more comprehensive medical assessment. Based on the information available, the patients¿ liberty select cycler can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused and/or contributed to the serious adverse events. Furthermore, there was no report of a fresenius product(s) and/or device(s) failing to meet the users¿ expectations and/or the manufacturers¿ specifications. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient's caregiver reported this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler for renal replacement therapy (rrt) was hospitalized due to excess fluid around the lungs (pulmonary edema) and heart (pericardial effusion). Subsequent attempts to obtain additional clinical information (e.g., discharge summary, medical records, medication records, treatment records) were unsuccessful.